Manufacturer narrative:
Loose arm on c-arm. A ge service rep performed an on site investigation. The service rep tightened the loose hardware on the swing arm and reconnected the p4 on the collimator assembly to correct the collimator problem. The system operates as intended.

Event description:
It was reported that the 6800 system had a swinging a loose arm and is not holding steady during a procedure. Also, the collimator stuck error was displayed. No patient injury was reported.